Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were developing a severe infection at the implant site, necessitating a washout procedure. The patient indicated that the infection was related to the implant and occurred at the same location. Since the infection, they had noticed that the device was not functioning properly. Patient had attempted to reprogram the device, but it remains nonfunctional. When they try to set it up, they experience a vibration sensation near their bladder, but it does not seem to be working effectively, and they were unsure of what was happening. Additionally, the patient had not felt any stimulation since the infection, despite making adjustments. The patient had an appointment with their healthcare provider on monday. Therapy information and general programming guidance were reviewed with the patient. They were advised to consult their healthcare provider for further evaluation and assistance.